Event description:
Screws holding the 55ref circuit board are loosening and roaming inside of the sealed sensor. This can also cause the circuit board to short circuit, cause image failure, and error intermittently. In some cases, it can cause the board to permanently fail. With image failure, it could cause excessive radiation exposure to the pt with no resulting image.

Manufacturer narrative:
The following modifications need to be made as countermeasures. Screw type (for the two locations) need to be changed from l = 4mm to 6mm + washer + spring washer. Screw tightening torque need to be increased from 3kgf cm to 4kgf cm. Thread locking need to be applied to the screw head and pcb.